Manufacturer narrative:
Internal complaint reference (B)(4). Postal code: (B)(6). Lansdown, a. B. G., williams, a., chandler, s., & benfield, s. (2005). Silver absorption and antibacterial efficacy of silver dressings. Journal of wound care, 14(4), 155-160. Doi: 10.12968/jowc.2005.14.4.26762.

Event description:
On the literature article named "silver absorption and antibacterial efficacy of silver dressings", the authors of the study reported that, when using acticoat 7 to treat severely infected ulcers with copious exudate, patient 1 developed an infection during the pre-epithelization phase with s. Aurus and proteus spp. No systemic antibiotic treatment was needed to treat the complication. The outcome of the patient is unknown.

Manufacturer narrative:
B5: literature citation lansdown ab, williams a, chandler s, benfield s. Silver absorption and antibacterial efficacy of silver dressings. J wound care. 2005 apr;14(4):155-60. Doi: 10.12968/jowc.2005.14.4.26762. Pmid: 15835225. H6: updated codes. H10: additional information: the complaint was received as a result of issues being identified in a literature article. Due to this, no specific product details or batch/lot numbers have been available to the investigation and no device history review was possible. A complaint history review was performed for the product family and event description, there have been further instances in the past three years. According to the article, the devices were being used in patient treatment. The devices used for treatment have not been returned to smith and nephew for analysis. We have therefore not been able to confirm a relationship between the event and the device or identify a definitive root cause. No relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. The medical review could not establish a link between the product and harm within this complaint. Users of the device are advised to consult the instructions for use, to prevent future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including advice on application and removal of dressings. This investigation has now been closed. No further actions by smith and nephew are deemed necessary at this stage. We will continue to monitor for any adverse trends relating to all product ranges.